Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic defibrillation lead exhibited noise with ventricular oversensing. The noise was unable to be reproduced. Further investigation noted an out-of-range ventricular pacing impedance measurement.